Manufacturer narrative:
A philips remote service engineer (rse) provided the customer a device repair quote, but the quote was rejected. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone # (B)(6).

Event description:
Philips received a complaint on the intellivue x3 monitor indicating the system displayed an error for a speaker malfunction. It is unknown if the device was in use at time of event, and there was no adverse event reported.